Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions, revealed that the device had prematurely triggered the elective replacement indicator. It was suspected to have been triggered prematurely due to possible cold temperature exposure. No further intervention was reported. The patient's condition was stable throughout the event.